Event description:
After appropriate cleaning and high level disinfection routine culturing on the device elevator produced a positive result for carbapenem-resistant enterobacteriaceae (cre). This pt is at risk for potential exposure to the organism. This ercp scope (B)(4) was in use at our hosp from (B)(6) 2015.